Event description:
On 25-apr-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i20c, serial number (B)(6) in france within the emea region. The endoscopic image turned orange and then gray during the procedure. There was no report of patient harm. During inspection by the repair service, deposits were found on the illumination lens. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and received the following responses via email on 30-apr-2025: the observation image appeared slightly red when the camera was moved during the procedure. Coagulated blood was confirmed to be adhered to the light guide lens. The customer provided photographs showing both the observation image and contamination on the lens. Additionally, the attached customer document confirmed that the event occurred during an endoscopic procedure on (B)(6) 2025. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is red image. Based on the investigation, a potential root cause of this failure is the blood inside the body adhered to the light cover glass at the tip and coagulated due to the thermal energy of the light. This blood staining caused the image to appear red. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 07-sep-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 27-nov-2023. Remedial action: this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.